Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date during hospitalization, the patient was treated with vancomycin (dose, route and frequency not reported) and gentamicin (dose, route and frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as touch contamination. The patient was discharged 6 days after admission. The patient was administered one dose of intraperitoneal (ip) vancomycin 2 grams, five days after discharge. The same day the patient was retrained on aseptic technique. Nine days after discharge, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.